Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. Pump error alarm was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling/fading end cap address label and scratched case. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error and absence of audio. Customer stated they were able to clear the alarm and were able to complete rewind. Customer stated that insulin pump did passed the self test. Customer reported they did not hear beeps when sound volume option was toggled off then on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.